Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported no injury to the patient the endotracheal tube was exchanged and the patient was reintubated. No add'l patient info provided. Product is not available for return. Neither lot number nor sample was available to assist in our investigation; hence retrieval of assembly record to support the investigation process was not possible. Only the product code 35215 was available to assist in history review. Review of the outgoing quality survey report for the past one year (2013) did not reveal any associated defect detected during the functionality testing. Review of the risk assessment filed does cover potential cause and it's controlled. Review of the complaint trend within year 2009 to 2013 for the leak issue, statistically there is significant positive trending was observed as there is a reduction in complaint cpm over the years. Based on the leak trend for the past six months, it could be seen that leak products had been detected and segregated during 100% inspection in production stage, which was reflected in outgoing results where no leak was found. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on complaint trending and leak trending, did not show any significant abnormalities. This is an isolated issues as the product met the final released specification. This type of discrepant only is happening when the product is in use. Furthermore, (B)(4) products are manufactured according to product specification at the point of product release. Should the sample with regards to the complaint be available at the later stage, we will re-open the files for investigation. Thus, no further evaluation needed and complaint can be considered closed. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was reported complainant stated "on (B)(6) 2014, a 7.5 endotracheal tube intubated with minimal difficulty. Tracheal insufflation, balloon failure with significant air leak."